Manufacturer narrative:
(B)(4). The leak was due to an abrupt removal of the pillow/reservoir, not bladder, from the welding machine. Additional information: in addition to the awareness training, a CAPA was opened to address and further investigation this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown drug solution leaked from a patient control module (pcm) during patient infusion. The location of the leak was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The leak was due to an abrupt removal of the bladder from the welding machine. This step is a manual process. Awareness training has been issued since the manufacture of this lot.

Manufacturer narrative:
(B)(4). The device was manufactured july 18, 2013 - july 26, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling the device¿s reservoir with water. During fill, leakage was observed at the corner of the reservoir. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.